Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead alert triggered for rising and high pacing impedance. As well, the rv lead had rising rv/superior vena cava (svc) coil impedances. The patient's right atrial (ra) lead was reported to have rising atrial impedances. Both leads are still in use. No patient complications have been reported as a result of this event.